Event description:
Md was performing an ankle arthrodesis. While implanting the nail the pt's tibia split. Upon removal of the nail it was noted the nail was 11 x 180mm while the package stated it was 10 x 150mm.